Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on the right ventricular lead. It was noted that secure sense was turned one to passive. Patient was at the hospital and received appropriate therapy for arrhythmia. The securesense was turned back to active. Patient condition was stable prior, during and after interrogation.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously reported information.

Event description:
It was reported that undersensing was observed on the right ventricular lead. It was noted that secure sense was turned on to passive. Patient was at the hospital and received appropriate therapy for arrhythmia. The securesense was turned back to active. Patient condition was stable prior, during and after interrogation.